Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient came into the clinic with yellow discharge coming from the pocket. There were no additional adverse patient effects reported. The pacemaker was explanted.